Manufacturer narrative:
Complaint conclusion: as reported, during the cordis real-precise study in which a 9mm x 40mm precise pro carotid self-expanding stent (ses) was implanted, the patient experienced a transient ischemic attack (tia) with dysesthesia of the right hand 5 days post procedure. The tia was noted to be mild in severity and possibly related to the study device and procedure. No device deficiencies were identified during post procedure follow ups. Medication was administered to treat the tia and the patient resolved. The target lesion was the extracranial artery from the left internal carotid artery which had an 80% stenosis and moderate calcification. The length of the lesion was 28mm with a reference vessel diameter of 8mm and a reference diameter of 4.9mm distal to the lesion. There. The device was used according to the instructions for use (IFU). Local anesthesia was administered. A contralateral femoral approach was used. The sent was successfully implanted and fully expanded with balloon dilatation. There was a 5% residual stenosis post procedure. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. A transient ischemic attack (tia) is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. A tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition, the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Based on the information available for review, factors that may have influenced this tia event include patient (has history of prior tia), procedural, pharmacological, and lesion, especially since the tia was noted 5 days after the procedure and resolved after medication. However, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Please note that the lot number is currently unknown. The initial reporter did not provide a phone number; therefore, (B)(6) was used due to system requirements. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the cordis real-precise study in which a 9mm x 40mm precise pro carotid self-expanding stent (ses) was implanted, the patient experienced a transient ischemic attack (tia) with dyaesthesia of the right hand 5 days post procedure. The tia was noted to be mild in severity and possibly related to the study device and procedure. No device deficiencies were identified during post procedure follow ups. Medication was administered to treat the tia and the patient resolved. The target lesion was the extracranial artery from the left internal carotid artery which had an 80% stenosis and moderate calcification. The length of the lesion was 28mm with a reference vessel diameter of 8mm and a reference diameter of 4.9mm distal to the lesion. There. The device was used according to the instructions for use (IFU). Local anesthesia was administered. A contralateral femoral approach was used. The sent was successfully implanted and fully expanded with balloon dilatation. There was a 5% residual stenosis post procedure. The device will not be returned for evaluation.